Event description:
It was reported that the patient sustained a pressure injury on the lower back requiring surgical debridement. The patient was sunken into the large crevice in the mattress. The mattress was inspected after the reported issue and found in good working order. Additional information received from the customer suggests that the staff might have disconnected the air hoses from the mattress.